Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. Customer is alleging 2 leak incidents; first cartridge was discarded and lot numbers from both incidents are unknown.